Event description:
The surgeon implanted a femur size 2 with a rotating platform posterior stabilized size 2.5. Problem: the compatibility on the femur box indicates 1.5; 2 and 2.5 for a femur size 2 which are the compatibility's for fixed bearing. The patient was revised to a compatible size.